Event description:
It was reported that low sensing and high threshold were observed. X-ray revealed dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The lead will not be returned.